Event description:
It was reported that this patient presented for a normal follow up visit and increasing bipolar thresholds with no capture despite maximum device output. The patient did not present with symptoms, but was symptomatic during threshold tests. Impedance has always fluctuated between 600-800 ohms but appears to be trending slightly upwards. Boston scientific (bsc) technical services (ts) was consulted for data review. Ts observed the threshold has gradually increased from 1.5 v to approximately 3.0 v in bipolar configuration. However, unipolar pacing did not achieve capture at 5.0 v @ 0.4 ms. No suspicious noise was noted on the provided electrograms. Ts recommended reviewing available x-ray images to evaluate lead position and condition. The bsc local area representative confirmed an x-ray was performed but was inconclusive and the patient will be scheduled for a computed tomography (CT). The lead remains in service and no adverse patient effects were reported.